Event description:
Edwards received information a 21mm aortic bioprosthetic valve was explanted after an implant duration of approximately seven (7) months. The cause for explant was paravalvular leak and central leak. The valve was replaced with a 23mm aortic bioprosthetic valve. Patient was discharged.

Manufacturer narrative:
Additional manufacturer narrative: the DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance related to the reported event. Summary and discussion from research and development: this valve was reportedly explanted after an implant duration of 7 months due to paravalvular and central leak. An evaluation of the echocardiography recording performed by an independent expert determined that ¿severe aortic regurgitation is noted on the pre-pump intraoperative tee of 4 december 2014. There definitely is a large paraprosthetic (paravalvular) jet. Although there might be another more anterior jet, its origin is not demonstrated, and it could be part of the same eccentric posterior paraprosthetic jet; demonstration of normal leaflet appearance makes central regurgitation less likely. The development of new paraprosthetic regurgitation after valve replacement is compatible with reported findings that raised concern for infective endocarditis.¿ the valve was evaluated for central leakage at edwards using standardized in vitro pulsatile flow testing. While a minute leakage path at the center of coaptation was observed, the total regurgitant fraction (trf) was only 4.17 percent, which is more than two times lower than the maximal regurgitation allowance (10 percent) per iso5840:2005 for this size valve. Once sealed to accommodate the damaged sewing ring, the trf reduced to 1.90 percent which is more than five times less than the maximal allowance (10 percent) for this size of valve per iso5840:2005. These results confirm that the regurgitation from the minute leakage path at the center of coaptation is trivial. The results from in vitro testing are consistent with the assessment of the echocardiography recording performed by an independent expert. The leakage observed in vivo appears to be predominantly paravalvular in nature.

Manufacturer narrative:
Evaluation summary: customer report of paravalvular and central leak could not be confirmed by visual observation. As received, diagonal folds across the cusp areas of leaflets 1 and 3 were observed. The folds on the leaflets 1 and 3 created a gap between the leaflet free margins. Crease was also noticed on free margin of leaflet 2 at the central coaptation area. Moderate host tissue overgrowth encroached onto the tissue at the outflow aspect and into the orifice at the greatest point by approximately 3mm. Moderate to heavy host tissue overgrowth also encroached onto the tissue at the inflow aspect and into the orifice at the greatest point by approximately 4mm. Host tissue was minimal at the stent inflow and moderate at the stent outflow. The x-ray demonstrated commissure 1 wireform appeared distorted. Almost entire sewing ring had been removed. This damage is most likely due to implant or explant. Additional manufacturer narrative: there are many factors that could result in the need to explant and replace a valve, the most common of which is regurgitation. These complications can have many root causes, including but not limited to patient factors, (age, disease states, comorbidities), pharmacological factors, or procedure factors. It is typically not related to product malfunction. Although there are multiple root causes, valves are typically explanted because they are not functioning optimally. In this case, the valve exhibited moderate to heavy host tissue overgrowth which effected the performance of the valve and most likely lead to the reported central regurgitation. The customer also commented that this device was suspected to have endocarditis. The patient's annular tissue was very fragile which most likely contributed to the reported paravalvular leak.

Manufacturer narrative:
The reported device has been returned to manufacturer but evaluation has not yet been completed. Additional information will be reported once received.